Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to an allergic reaction to the silicon. The patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).